Manufacturer narrative:
One tapered screw vent implant (tsvt6b10) was returned for investigation. Visual inspection of the as returned product identified signs of use and damage within the external threads of the implant. The collar of the implant showed signs of use and damage. There was no reported damage or fracture for the implant so it is likely the damage was the result of the removal process. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: d4: UDI (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to pain. The site was grafted. Tooth location 3.